Event description:
An incident occurred in 2005 where facility/clinicians found "a large amount of white precipitant was noted in the saline lock tubing. The patient was not receiving meds at the time. The patient complained of discomfort at the IV site. Line was removed and cold pack for 20 minutes. Patient had received heparin, integrillin, and normal saline in line, which was discontinued. Versed given in cath lab an hour later without any problems. No pharmaceutical incompatibilities to explain precipitant. Over an hour later, the patient complained of problem. Fever noted next day with negative cultures. Source of fever not identified. The patient did not have further problems." The report and initial follow-up with the complainant indicated the involved device was available to be evaluated. Manufacturer and distributor representatives made multiple attempts to retrieve the device and or photograph(s). It was subsequently learned that the substance/particulate had dissolved/dissipated and that the 12126 device set could not be located. The distributor and manufacturer's follow-up with the facility reporter verified that there was no emergent patient injury, compromise and or medical interventions associated with the incident. Limited information available regarding device usage, set-up, length of time the device set was in use and/or the identity of any concomitant devices/equipment. It is unknown if perhaps there was some type of disconnect/medication leakage that occurred as a result of set-up, patient/movements and or transport. It is unknown if correct/sterile techniques were employed while administering medications, flushing, device attachments/reattachments etc. It is also unknown if the patient received any type of topical creams/lotions that may have come in contact with the IV set-up. A review of the device set's performance features and usage requirements was conducted. The results of that analysis did not identify any potential and or contributing root causes. A two (2) year search of the complaint database recorded no additional and or similar reports for this model/device. Conclusion: the exact cause of the reported event remains unknown. The report and the associated information have been statused in co's database for analysis and trending. The data is further communicated to the concerned management teams and affected disciplines.